Event description:
During the patient's three month follow-up post placement of an acumed fibula rod the physician noticed on x-ray that the rod was broken. The fracture site had healed therefore the physician left the rod implanted in the patient.